Event description:
During the inspection using a torque analyzer for a loaner instrument, the tip broke while torquing. The torque analyzer showed 12mm when broke.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.